Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 400 mg/dl. Customer current blood glucose level was 300 mg/dl. Customer was assisted with troubleshooting. Auto mode feature was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.